Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with severe hyperglycemia on an unspecified date and unknown duration of pod wear. The patient's blood glucose levels were not reported. Symptoms reported including vomiting. Treatment includes intravenous (IV) fluids and an insulin drip. The patient reported that the controller displayed ¿pod is not compatible with selected sensor.¿ the patient was diagnosed with diabetic ketoacidosis (dka). The patient was released from the ER that same day.